Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring at 190 ohms. Boston scientific representative had called in for programming the system into magnetic resonance imaging (MRI) protection mode. They will be further discussing with the physician. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that MRI was not performed.

Manufacturer narrative:
This report contains correction in entire section e initial reporter and section g2 report source. This report contains additional information in section b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring at 190 ohms. Boston scientific representative had called in for programming the system into magnetic resonance imaging (MRI) protection mode. They will be further discussing with the physician. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring at 190 ohms. Boston scientific representative had called in for programming the system into magnetic resonance imaging (MRI) protection mode. They will be further discussing with the physician. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that MRI was not performed. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This report contains correction in entire section e initial reporter and section g2 report source. This report contains additional information in section b5 describe event or problem.